Event description:
The customer reported the system was displaying precharge voltage error messages.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The battery voltage was checked out at 154 vdc, under the minimum 160 vdc level. The ge service rep replaced the main system batteries and tested the batteries under load at 184.